Manufacturer narrative:
Alleged failure: this unit has been sent in 4x times since march/only works a couple weeks- salesforce case number 13062757 the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, the device had had a short during boot up resulting in the potential for a thermal event.

Event description:
Per investigation results, the device had a short during boot up resulting in the potential for a thermal event.

Manufacturer narrative:
Alleged failure: this unit has been sent in 4x times since march/only works a couple weeks the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.